Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the patient experienced bacterial infection and skin breakdown, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was hospitalized and treated with IV antibiotics for 4 days (specific date not reported). Following discharge, the patient was treated with oral antibiotics for 21 days (specific date not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on february 03, 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.